Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The patient's left ventricular (lv) lead was reprogrammed and the stimulation was resolved. The lv lead remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The phrenic nerve stimulation was reported to have recurred approximately seven months later. The lead was reprogrammed again but wa s not reported to have been resolved.